Event description:
It was reported that during a lap appendectomy procedure. The case was converted to open prior to using our device. The scrub tech handed off the device with after loading it, and it was fired. The device cut but did not staple. Since the procedure had been converted to open, they were able to oversew the staple line without any adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.